Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 590 mg/dl. The customer reported hyperglycemia was treated with bolus then visited the emergency medical services assisted. The customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. Ketone testing was performed, and results were consistent with hyperglycemia, and this was also treated with an intravenous (IV) insulin drip. The customer reported symptoms including tiredness/weakness, increased thirst, and urination. The event involved product(s) mmt-7040a, mmt-396a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer had insulin flow blocked in the past. The pump was exposed to a change in the air pressure. No further patient complications were reported. No product return is required for mmt-7040a, mmt-396a, mmt-1884, mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-possible under delivery not confirmed. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 18-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 18-sep-2025 in the pump history file and found 1 sensor error alert on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 08:28:00.000, 1 sensor error alert on (B)(6) 2025, 3 nodelivery (7) alarms on (B)(6) 2025 (during bolus), 28 nodelivery (7) alarms on (B)(6) 2025 (during bolus), and 1 sensor error alert on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 11:59:59 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. On a related svn (B)(4), perform the history review 1 week prior to the event date 17-sep-2025 in the pump history file and found 1 sensor error alert on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 08:28:00.000, 1 sensor error alert on (B)(6) 2025, 3 nodelivery (7) alarms on (B)(6) 2025 (during bolus), and 28 nodelivery (7) alarms on (B)(6) 2025 (during bolus), earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 11:59:59 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. On a related svn (B)(4), perform the history review 1 week prior to the event date 19-sep-2025 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2025 08:28:00.000, 1 sensor error alert on (B)(6) 2025, 3 nodelivery (7) alarms on (B)(6) 2025 (during bolus), 28 nodelivery (7) alarms on (B)(6) 2025 (during bolus), and 1 sensor error alert on 09/18/2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 11:59:59 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.2 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.